Event description:
Ihealth covid test kit (https://www.FDA.gov/media/153925/download) approved by FDA under emergency use, does not contain the instruction on how to use it, nor which result means positive and which means negative. Instead, it needs the user to scan an qr code for a mobile app for the instruction only available for later ios or newer android. I personally use (B)(6), so I cannot have the digital user instruction. And it is not available online through their website, ihealth always directs the need to the mobile app. I had to ask a friend of mine who is located in the (B)(6) about how to understand the result from the test kit (one bar, two bars) because he has been using rapid at home test kit frequently. FDA safety report ID#: (B)(4).